Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 377, 398, 408, 412 and 455 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 270 mg/dl. Customer was using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is less than four months at time of call. The meter memory was reviewed for previous test result history: result 1:377mg/dl date: (B)(6) 2017 time:2:52pm fasting. Result 2:398mg/dl date: (B)(6) 2018 time:1:07pm fasting. Result 3:408mg/dl date: (B)(6) 2017 time:12:51pm fasting. Result 4:412mg/dl date: (B)(6) 2017 time:12:50pm fasting. Result 5:455mg/d ldate: (B)(6) 2017 time:11:18pm fasting.